Event description:
It was reported that the syringe oral 5ml amber the graduation markings on syringe rub off when touched. There were 10 occurrences. The following information was provided by the initial reporter: material no: 305208 batch no: 9009848. Description: "graduations on syringe fade when touched".

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the syringe oral 5ml amber the graduation markings on syringe rub off when touched. There were 10 occurrences. The following information was provided by the initial reporter: material no: 305208, batch no: 9009848. Description: "graduations on syringe fade when touched."